Event description:
A customer contacted beckman c0ulter regarding an erroneously elevated troponin (accu tni) result from a single pt sample that was generated by the synchron lx I 725 instrument. An initial accu tni result was 2.90ng/ml. The accu tni result was reported out of the lab. On the next day, a fresh sample was collected from the pt and tested for acu tni. The accu tni result of 0.06ng/ml was reported out of the lab. The physician then questioned then initial result. The customer re-tested the pt initial sample for accu tni; the result was 0.06ng/ml. There was no report of change to pt treatment connected to or attributed to this event.